Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, the patient underwent laminectomy and facetectomy and discectomy, right l5-s1. Transforam inal interbody fusion right l5-s1. In situ autograft with bmp interbody l5-s1. Pedicle screw fixation l5-s1. Posterior lateral fusion left l5-s1 with bmp and bone bank. Preoperative diagnosis: severe degenerative disc disease l5-s1. As per op notes: "I used curved curets up and down going curets as well as scrapers to meticulously prepare my end plates. After the end plates were prepared I tried he patient up to 12x26mm and then placed two bmp sponges, anterior in the interspace, surrounding bone recovered from the patient¿s laminectomy and facetectomy. Behind this, I placed a 26x12mm interbody device implant.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.